Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Office visit notes dated (B)(6) 2015 demonstrated that the patient experienced swelling and stiffness. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01392, 0002648920-2019-00245, and 3007963827-2019-00090. Concomitant medical devices: articular surface size ef 12 mm height, catalog#: 00596204012, lot#: 62548916; all poly patella size 32 mm dia. Standard 8.5 mm thickness, catalog#: 00597206532, lot#: 62491399; femoral component option size f right, catalog#: 00596401652, lot#: 62560994; palacos rg 1x40 single, catalog#: 00111314001, lot#: 77584367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, at an office visit it was reported the patient was experiencing swelling and stiffness approximately fifteen months post-implantation. Patient was given a steroid dose.